Manufacturer narrative:
The additional prostyle device referenced in b5 is filed under a separate medwatch report number. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. The use of prostyle devices and the pre-close technique were abandoned. The sheath was upsized to an 18f and evar procedure was completed. Hemostasis was achieved via a cut down. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.